Event description:
Pt had arm swelling after adriamycin infusion approx 2-3 days prior to event date. Pt presented for arm port eval. On event date, catheter noted to be fractured (fluoroscopy). Catheter tip in main pulmonary artery. Catheter successfully retrieved. Arm port also removed.